Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was undetermined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by(B)(6) that during service and evaluation, it was observed that the motor device had a damaged component - cable/cord/wiring. It was further determined that the motor and control were defective, coupling was broken, hose was worn and engine was hot and too noisy. It was further noted that the device failed pre-test for motor thermistor assessment, handpiece temperature, hand control, noise, safety and air pump. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.